Event description:
It was reported that during a rotational atherectomy procedure, the burr detached. The lesion was located in the very angulated take off of the right coronary artery (rca). Following ablation, the burr detached due to the angulation and remained on the guidewire. The entire system was removed without incident. No pt complications were reported, and the procedure was completed with another of the same device. Pt status was reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis.